Event description:
It was reported that a flogard infusion pump experienced an f_94 alarm. It was not reported when in the process this occurred. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log confirmed the reported f_94 alarm. The cause was determined to be a defective main battery. To address this issue, the main battery was replaced. The device was returned to the customer in good working conditions. Should additional relevant information become available, a supplemental report will be submitted.